Event description:
Our pharmacy received a shipment of heparin IV flush syringes 100 units/ml 3ml instead of the 5 ml size which was ordered. The labeling is identical in color and size. Lettering is small and difficult to read. Syringes are the same size and the packaging is identical. Order was unpacked and placed into stock without the error being noticed. The syringes were then used to fill a floor stock order in the clinic. Error was caught by a clinic nurse.